Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that the system powers up. Post's and boots normally. Apps launch and navigate as expected. No ram or hdd errors reported. No faults encountered. System passed phd and all required testing. Medtronic investigation of returned suspect external spectra system control unit (scu) to positioning sensor unit (psu) cable finds that the cable itself does not appear to be damaged but several pins are bent within the straight lemo connector. Not able to connect to mating part for functional testing.

Manufacturer narrative:
On 07/28/2016 fse tested right and left o-arm wireless trackers and accuracy passed. He found the problem was within the stealthstation s7 system software. He reloaded the application software on the stealth, re-performed the accuracy verification test and it passed. On (B)(6) 2016 another allegation of inaccuracy was received on the same stealthstation s7 system (this instance will be reported as MDR 1723170-2016-03095). An upgraded computer and camera cable were sent to the site for issue resolution. System performed properly during all testing after part replacements on 08/12/2016.

Event description:
A medtronic field service engineer (fse) reported the site alleged the tracker on their o-arm was inaccurate. No patient present. After further investigation by the fse, it was determined it was not the o-arm tracker that was inaccurate, it was the accompanying stealthstation s7.